Event description:
The user facility reports that during a kidney transplant, the crile forcep's box lock fractured/broke while being used by the surgeon. The instrument was in contact with the pt, but there was no reported injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor.